Event description:
The patient was undergoing a thrombectomy procedure to treat bilateral pulmonary embolism using an indigo system cat12 aspiration catheter (cat12), an indigo system separator 12 (sep12), a non-penumbra sheath and guidewires. During the procedure, the physician advanced the cat12 over the guidewire to the face of the clot. The physician then removed the guidewire, introduced the sep12 and started aspiration. Within the first minute of aspiration, the patient began coughing up blood. Therefore, the physician stopped aspiration and noticed through an angiogram a perforation in the pulmonary artery. Subsequently, the physician removed the cat12 and the sep12. The procedure was aborted at this point and the patient was placed on ECMO. A balloon was put in the pulmonary artery to stop the bleeding and the next day, the patient underwent a thrombectomy procedure in the right pulmonary artery using a non-penumbra device. It was reported that the patient was doing better and was slowly weaned off ECMO. It was also reported that the physician believed that the perforation of the vessel occurred during insertion of the sheath and could not be attributed to any penumbra devices used in the procedure. The physician also mentioned that the guidewire used was buckling in the left pulmonary artery's lower lobe prior to the cat12 being introduced. On (B)(6) 2022, it was reported that the patient expired. On (B)(6) 2022, we received an update indicating that the site determined the left pulmonary artery hemorrhage is possibly related to indigo devices and definitely related to the index procedure.

Manufacturer narrative:
Vessel perforation, hematoma or hemorrhage at access site including death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00541.